Event description:
Device 1 of 2: ref MFR report: 1627487-2014-02519. The pt received two model 3166 leads from lot # 3075278, and two model 3149 leads from lot # 3090623. It was reported the pt complained she has not received any migraine relief from her system. The pt stated her permanent sys worked for approximately one month but has not provided any relief since. The pt stated her system has been reprogrammed multiple times without success. In addition, the pt reported her implant surgical incision sites are still painful. Additional info received identified the pt's scs system was removed on (B)(6) 2014.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.